Event description:
The vasoview hemopro instrument activated on its own during surgery, causing the distal tip of the disposable hemopro instrument to glow red hot. A second instrument cable was installed to replace the initial cable and the same constant activation occurred. Subsequent testing by the hospital's biomedical engineering department showed no anomalies and the vasoview hemopro instrument functioned properly with both suspect cables and two separate control boxes. It was noted that when the cable is not fully inserted into the hemopro instrument, accidental activation can occur. This is not an optimal design in our opinion since an open in the interface cable can cause the instrument to inadvertently activate and pose a surgical fire hazard. It was noted that one of the three pins on the instrument end of one cables tested was slightly recessed as compared to the other two pins. It is possible that this slightly recessed pin can contribute to inadvertent instrument activation by simulating an open circuit on one pin. The vasoview hemopro instrument and both cables were returned to the MFR for eval.